Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer's blood glucose level was fluctuating with ketone's present. Customer changed cartridge and infusion set and no further alarms occurred.